Manufacturer narrative:
(B)(4). Date sent: 4/20/2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. During firing when issue occurred, was the device difficult to close or fire? Were clips used in the vicinity of firing? In regard to the formed staples that were identified, were they closer to the handle of device or distal? What is the current patient status?

Event description:
It was reported that during a case for an hcc liver tumour removal, the surgeon was the consultant who fired the device, but was also with consultant in theatre. They mobilized the liver that was slightly stuck to the diaphragm, mobilization of the hilum also fine and off the cava successfully. There was a small stitch in the right hepatic vein, no clips were used. Single sling round the vein. Ats45 with white reload was used and articulated fully at the time. Surgeon fired the device on the right hepatic vein and could tell with the tactile feedback that something was wrong. He left the device closed and asked the team to get ready for significant bleeding from the right hepatic vein, on release of the device it was evident that the staple line had failed and the staples hadn¿t formed correctly. There were some deployed staples on the distal part of the staple/cut line (superior end of the vein) but no others were formed properly. Consultant tried to stem to the bleed initially with his finger but the hole increased in size. The stapler was used again for a second time on part of the liver and deployed ok. The reload in the device is the second reload that deployed. Unfortunately, the reload from the failed staple line was discarded in the pressurized situation at the time. The patient needed 12 units of blood. Clamp control failed. Lost control of bleeding to a life-threatening exsanguination measure. Had to open the chest and perform cardiac massage. Eventually managed to get control with sutures. Patient is back in theatre today to remove part of the liver that now has no blood supply. Chances of survival are slim.

Manufacturer narrative:
(B)(4). Batch # r5770c. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a tr45w reload loaded on the device. The reload was received fully fired. In addition, nine tr45w reloads were received sterile. The device was tested for functionality with the sterile returned reloads and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information requested and received: during firing when issue occurred, was the device difficult to close or fire? The device wasn¿t difficult to close, possibly more stiff that normal, but the hcp did say ¿something just didn¿t feel right¿ and he took steps prior to opening the stapler, to help him if there was a bleed. Were clips used in the vicinity of firing? No clips were used in the vicinity of the stapler. In regard to the formed staples that were identified, were they closer to the handle of device or distal? The formed clips were distal. What is the current patient status? I will ask the hcp the current status, 2 week ago, he was still in hospital but recovering well.